Event description:
It was reported that approximately 10 years post-operatively a patient who complained of pain was revised. No device malfunctions were identified during the revision procedure.

Event description:
It was reported that approximately 10 years post-operatively a patient who complained of pain was revised. No device malfunctions were identified during the revision procedure.

Manufacturer narrative:
Corrected data: d6b: the natural bridge crosslink remains implanted, g1. H6 coding has been updated to reflect investigation conclusion.